Manufacturer narrative:
Voluntary distributor report narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. Conmed (B)(6) office received notification of reported issues with the sb936 detachable pouch lot 8251909216, that asst (B)(6) hospital, experienced on (B)(6) 2020. Information received indicates the facility reported an issue with sb936 detachable pouch lot 8251909216, that occurred (B)(6) 2020. During a laparoscopic appendectomy, the sb936 device was being used to extract the appendix. After the surgery was in progress, the device broke. After having used the dm for extraction of the operative piece, part of the sb936 device was found in the abdomen. The piece was removed. Although requested, no additional information has been made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as even though removed, the piece had been in the patient.